Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no leakage from the balloon of the foley catheter, but water leaked from the tube. Per follow up information received via ibc on 04oct2021, stated that the leak was from the catheter. No patient involvement.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visible observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution immediately leaked from the eyelets. The catheter balloon was dissected to find the inflation notch perforated both lumen. This was out of specification per inspection procedure, which states, "cuts, perforations in the lumens are not allowed, the inflation and eyes perforation must not penetrate the drain lumen and must be properly formed. Bends are not allowed in the inflation lumen." A potential root cause for this failure could be lumen compromised by a puncture or cut. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure.corrections: f, h.h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that there was no leakage from the balloon of the foley catheter, but water leaked from the tube. Per follow up information received via ibc on 04oct2021, stated that the leak was from catheter. No patient involvement.